Event description:
It was reported that the patient was brought to the clinic on (B)(6) 2022 for a battery fault alarm. The alarm still persisted even after the ventricular assist device (vad) coordinator replaced the battery and tried disconnecting and reconnecting it three times. Log files analysis confirmed the backup battery fault alarm. There were no other notable alarm conditions or parameters. The system controller was exchanged, and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a battery fault alarm was confirmed via a log file extracted from the system controller (B)(4) during testing. The log file contained data spanning approximately 3+ days of relevant events ((B)(6) 2022 09:41:25 ¿ (B)(6) 2022 per timestamps). The pump maintained speeds above the low speed limit while connected to the driveline. Backup battery fault alarms were observed on (B)(6) 2022 from 10:25:20 throughout the remainder of the event data until the patient performed the reported controller exchange on (B)(6) 2022 at 11:30:54. The alarms appeared to have been caused by a load test failure condition. The backup battery did not pass a load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage; these events did not affect the controller's ability to support the pump above the lsl throughout the log file. In addition, 2 transient backup battery circuit faults were recorded throughout the log file. These backup battery circuit faults events were resolved on their own. The returned system controller was functionally tested and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing. The root cause of the observed backup battery fault alarm within the log file could not be conclusively determined. Backup battery fault alarms caused by load test failure conditions are being addressed via a corrective action. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.